Event description:
The consumer reported that the patient had a return of symptoms and fecal incontinence due to a sudden change in therapy or symptoms. This had been going on for a while. There were no trauma or falls that could be related to the issue. The patient had not had their implantable neurostimulator (ins) checked for placement or function. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.